Manufacturer narrative:
A steris account manager arrived onsite following the reported event. The user facility informed the account manager that the water appeared "cloudy" after adding the prolystica cleaner to the water. This caused the employee to not see where her hand was in comparison with the instruments in the water allowing the reported event to occur. The root cause of the reported event can be attributed to excess debris left on the instruments. Too much debris left of the instruments combined with the prolystica cleaner can cause the water to become cloudy. The steris account manager offered in-service training on the proper use of the prolystica cleaner, specifically ensuring instruments are properly rinsed before mixing them with the cleaning solution however the user facility declined. No additional issues have been reported.

Event description:
The user facility reported an employee punctured their finger on an instrument after placing their hand in a sink that was filled with prolystica 2x concentrate enzymatic presoak and cleaner and water. Medical treatment was sought and administered.